Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the device evaluation found the software version was 4.00 and recommended it be updated to version 4.10. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was going too dark when the unit triggered the automatic brightness adjustment during procedure. The issue was found during a diagnostic endoscopy procedure. There were no reports of patient harm.